Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Additionally the alleged unexpected reset and unexpected shutdown issues were verified in the pump logs, however, no failures were identified. Additionally the alleged low bg issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Additionally, the pump shut down and reset unexpectedly. The customer's blood glucose (bg) was less than 54mg/dl, however, the contact was unable to provide a specific value. Customer required assistance addressing bg level with carbohydrates. Reportedly the customer reverted to manual injections for insulin therapy.